Event description:
It was reported that during testing conducted prior to a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Signs of non-stryker work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a potential cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.